Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ablation, the gastric wall was damaged as a result of ablation of the lesion outside of the target lesion for treatment. It was mentioned that it was a procedure error done by the physician.